Event description:
It was reported to philips that the customer was unable to perform fluoroscopy and exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue occurred before the procedure was started and the patient was moved to another system to perform the procedure. The philips remote service engineer (rse) checked the logfile and found the following error [rmt - xgen: warning (10fb) short circuit detected - frontal]. A philips field service engineer (fse) visited the site and confirmed that the error message ¿low load fluo selected. Tube rotor problem¿ was displayed on the data monitor. The fse found that the stator cable and the phase from the x-ray tube was short circuit and concluded that the x-ray tube anode coil was defective. The fse solved the issue by replacing the defective x-ray tube. The returned part has been analyzed and confirmed that the stator was defective, therefore no anode rotation was possible. After the replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.